Event description:
Using libre sensor by abbott. I have had a severe reaction to 3 sensors in a row. After a few days, there is itching and then intense burning. When the sensor is removed, the skin underneath is red, with pus filled pustules. Calls to abbott have been met with a multitude of excuses. FDA safety report ID# (B)(4).